Manufacturer narrative:
Upon investigationthe service engineer found moisture inside unit and wet electronics. During transit to spectrum medical ltd power supply was damaged. The unit was beyon economic repair. The unit was replaced with a new unit. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 8 out of 15.

Event description:
Channel 1 of the unit was not rewarming but was cooling fine. Channel 2 was working normally. When cooled the charge level dropped within 20mins. This unit was removed from circulation. Recirculation was stopped and restarted, system was deprimed and reprimed. The unit was unplugged and replugged several times. These efforts did not fix the issue .